Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was overpressure during procedure.

Event description:
It was reported that there was overpressure during procedure.

Manufacturer narrative:
The product was received at stryker endoscopy, USA. The investigation is as follows. Alleged failure: over pressure. The failure identified in the investigation is inconsistent with the alleged failure. Probable root cause: device was tested on the ureteroscopy procedure with pressure set to the 300mmhg set point limit. Eqp-0342 pressure gauge confirmed the pressure output from the device was within the set point pressure setting displayed on the device. Reviewing the event logs exported from the device had no confirmation of the device being used when the alleged failure occurred. Last shown use was on (B)(6) 2025. Zero pressure sensor and over temperature alarms were present in the event logs. Probable root cause is device presented an over pressure alarm due to cartridge removed while under pressure. "A new cartridge must be installed in device. If a procedure has been started, use the end procedure button to return to setup screens, then press error message to dismiss. Proceed through screens to re-prime new cartridge." The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was overpressure during procedure.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: too much pressure during a case probable root cause: incorrect procedure selection, or insufficient fluid pressure or flow, compromising visibility the reported failure mode will be monitored for future reoccurrence.